Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/11/2015 with the following findings: on examination, there was visible moisture behind the display lens. Investigation confirmed the display complaint. Additionally, the top of the battery compartment around the threads was cracked and there was moisture present inside the battery compartment an on the battery cap that was returned with the pump for investigation. On investigation, the pump was not able to power on due to moisture corrosion on the returned battery cap. A test cap was used to complete the investigation; the pump was able to power on for investigation with the test cap in place. A leak test was performed which confirmed moisture ingress into the pump at the damaged battery compartment.